Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins was replaced due to depletion. No abnormal depletion was alleged. No patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A doctor reported that the patient's extension was replaced on (B)(6) 2016 due to being nicked during the replacement surgery. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.